Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient reported that when he was previously traveling in (B)(6), he did a lot of walking, but never leaked. It was reported that when the patient went through the x-rays at the airport, the x-rays turned the ins off, and he experienced a return of symptoms. The patient¿s doctor told him to turn it back on. Patient services (ps) walked the patient through syncing the programmer with the ins, to provide education on turning the ins off and on. The patient reported his ins was still off, on program 4 at 0.7v. Ps asked, but the patient didn't know how the ins got turned off. Ps walked the patient through turning the ins back on, off, and then back on again (for pt education and practice w/ using the programmer). Recommended the patient bring the programmer with him when he travels. Troubleshooting resolved reported issue. During the call, the patient mentioned that he does heavy lifting and doesn't leak. No further complications were reported or are anticipated.